Event description:
A discordant, falsely low estimated glomerular filtration rate (egfr) result and discordant, falsely elevated phosphate, urate, creatinine, urea, and potassium results were obtained on a patient sample on an advia 2400 instrument. The discordant results were reported to the physician(s), and the patient was admitted to the hospital and redrawn. The patient's results were within normal ranges at the hospital laboratory. The initial laboratory then ran a different sample tube from the patient, and the results obtained matched the hospital laboratory results. The laboratory reran the sample tube that the discordant results were obtained from and the creatinine, urea, and potassium results were all elevated. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After analysis of the data, the tsc specialist determined that the discordant results were specific to one sample tube, and the correct results were obtained when an alternate sample tube from the same patient was run on the same instrument. The cause of the discordant phosphate, urate, creatinine, urea, potassium, and egfr results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.